Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, the implantable cardiac monitor exhibited a diagnostics anomaly. After a device software download, normal device function resumed. The patient was in stable condition.